Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping when opened. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). While opening the clip at the leaflets, resistance was noted, then the clip suddenly popped open. This occurred more than once; therefore, the clip was removed from the anatomy, without issue. Two other clips were successfully implanted, reducing mr grade to 1. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip jumpiness issue (difficult to open or close) in this incident was not confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.